Event description:
Pt's daughter has found him in bed with his foot and ankle trapped in the siderail 3x in the last 2 mos. The most recent incident being 1-21-98. Rptr is very concerned about overall pt safety as it required very careful manipulation to free pt's leg without causing injury. The model number is uncertain as the bed has 2 labels with different model numbers on it; one label at the top and one at the bottom.